Manufacturer narrative:
Block b3: approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) trial lead removal procedure due to experiencing shocking sensations. No additional information was received despite multiple good faith efforts.